Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged difficulty in breathing. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 06, 2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the patient had difficulty in breathing related to bipap device's sound abatement foam. Additional information was received about the alleged bladder cancer and heart attack. The sections b1, b2, h1, and h6 have been updated or corrected in this report as follows: section b1 was corrected for both adverse events and product problem (only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects - clinical codes and health effects - impact code was updated.